Event description:
In july 2005 a respiratory therapist alleged a baby died of "pseud." (Pseudomonas outbreak). In email, july 2005, on nicu-net writes asking if there have been any positive association of pseudomonas or other "water bugs" when using vapotherm. She points out in her email that the hospital has had a run of pseudomonas - not isolated to vapotherm. But, when they stopped using vapotherm they had no further cases. The hospital had been renting vapotherm units for approximately one year when these events were posted on email or the internet.